Manufacturer narrative:
It was reported that "the battery is unable to hold a charge. Stated it was charging fine previously but when unplugged it and plugged it back in to use it, it will no longer charger, confirmed the plug is plugged in all the way. The control box is functioning properly and the battery is charging. The battery dies quickly." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the battery is unable to hold a charge. Stated it was charging fine previously but when unplugged it and plugged it back in to use it, it will no longer charger, confirmed the plug is plugged in all the way. The control box is functioning properly and the battery is charging. The battery dies quickly."